Event description:
2021-may-12 (B)(4) (con): it was reported the patient had not been able to recharge in 2 years because of stolen equipment and needed to have an MRI. No symptoms were reported. Additional information was received. It was reported the patient met with their manufacturer representative and was told their ins could not be brought out of over discharge and would have to be replaced on (B)(6) 2021. The surgery was canceled. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# unknown, product type: recharger. Product ID: 37751, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.